Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: during the night, the pump beeped, had a black screen, and then died. She replaced battery with a lithium battery purchased today, and the screen was still blank with no indication of power. The patient denies moisture, corrosion, or trauma to pump. Reportedly, her blood glucose (bg) was in the 500 mg/dls this morning and she was confused. States she has been monitoring bgs and taking insulin via syringe and bg now in upper 300 mg/dl's. She does not check ketones. Patient off pump and injecting rapid acting insulin to control bgs. Customer technical support (cts) advised her to remain on alternate delivery method until replacement pump arrives, and to inform her health care provider of her bg levels, and to confirm her alternate delivery plan. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia subsequent to the pump losing power.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed an unconfirmed replace battery alarm followed by multiple reboots. The battery cap was not returned with the pump and the battery compartment was not damaged. A test cap was used and the pump was able to power on normally. The pump was tested for 24 hours with no power interruptions or power related errors, alarms or warnings. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.